Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. It was reported that the hcp saw codes 232 and 234 on the clinician programmer, which indicated a motor stall. It was confirmed that the patient had an MRI recently. The interrogation said the pump had been stalled for 820 hours. The pump had been filled that day and there were no volume discrepancies or changes in therapy. It was determined that the pump was "working normally." The patient's weight was provided. No patient symptoms were reported. No further complications were reported.